Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the device had difficulty oxygenating the patient's blood. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 2, 2015. The actual device was visually inspected upon receipt and no breaks were found that would contribute to the reported problem. Gas performance testing was then conducted according to the factory's protocol: bovine blood (hb12.0 g/dl, temp. 37oc., ph: 7.4, svo2: 65% and pvco2:45mmhg) was circulated in the oxygenator module @v/q=1, fio2=100% and the flow rate of 5l/min. And 3l/min. No anomalies were found. A review of the device history record revealed no production related problems. A definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.